Manufacturer narrative:
(B)(4). It has been reported that the device will be made available for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was blocked after implant and was revised. The valve was implanted to the patient in 2009 due to normal pressure hydrocephalus. Initial setting was unknown. It was reported that valve blockage was suspected secondary to the patient condition worsening. (B)(6) 2017, the condition of the patient got worse, the blockage was suspected to the valve. The removal surgery was performed. The valve was not implanted again. Csf protein: unknown. No further information was provided by hospital.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested; no issues noted. The siphon guard was removed. The valve was then pressure tested and passed. A review of the device history record found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.